Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in section b2 as disability or permanent damage but there is no report of disability or permanent damage to the patient. Section b2 has been updated. The report should have been submitted as product problem only.